Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported that the station was failed to communicate. The technical support specialist (tss) investigated a station experiencing persistent file transfer and synchronization issues. Initial attempts to dial in were unsuccessful due to a server sql error and limited access while the station was in use. Once access was granted, a fatal error in the purge selection process was identified, likely stemming from network or hardware problems. The tss restarting rss services failed to resolve the issue, prompting an fse to reimage the hard drive. Then field service engineer reimaged the hard drive. This restored station functionality, though rss synchronization with the server remained problematic. After updates were applied, the customer confirmed the station was operational and requested case closure. The system functioned as intended technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es was not communicating, and patients were not showing up on the device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es was not communicating, and patients were not showing up on the device. There were no adverse events or injuries reported based on this event.